Event description:
Our pinnacle compounder started making a very loud grinding sound. A metal to metal type of noise. It came from various ports at different times. But did continue while pumping our tpns. I called our service rep (B)(4) at braun and he told me to send the machine back. He also said that we would get a new machine the next day by 10:30 which we did. We then sent back the defective machine.